Manufacturer narrative:
According to the customer, on (B)(6) 2025, the "ett cuff failure" was noted prior to prepping the patient for a surgical procedure. Per the customer "the ett was removed and replaced." The customer said that "the cuff of the second ett was noted to have a significant leak" after the patient was prepped and draped. The customer reported that "the ett was again replaced but with a different [manufacturer's] ett" and the surgical procedure was "completed without issue." The customer said that the "balloons were tested prior to intubation by the crna." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, the "ett cuff failure" was noted prior to prepping the patient for a surgical procedure.